Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found mid struts lifted. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The 0.014in test guidewire loaded and tracked without issues.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 22mm x 3.0mm, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 3.5 another manufacturers 6f guide catheter and guidewire were inserted into the lesion, and then another manufacturers 2.75x14mm and 2.5x15mm balloons were used for pre-dilation. After that, a 24 x 3.00 promus elite stent was advanced but could not reach the lesion site. The stent was removed and the physician used a 6f guidezilla ii catheter guide extension to engaged into another manufacturers 3.5 6f guide catheter. The same stent was used again to go through the guidezilla ii, however, the physician felt some resistance in between the exit of the monorail section. When the stent was removed, it was noted that one of the stent strut was jutting out. The physician used another promus stent and the procedure was completed. There were no complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 22mm x 3.0mm, eccentric target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 3.5 another manufacturers 6f guide catheter and guidewire were inserted into the lesion, and then another manufacturers 2.75x14mm and 2.5x15mm balloons were used for pre-dilation. After that, a 24 x 3.00 promus elite stent was advanced but could not reach the lesion site. The stent was removed and the physician used a 6f guidezilla ii catheter guide extension to engaged into another manufacturers 3.5 6f guide catheter. The same stent was used again to go through the guidezilla ii, however, the physician felt some resistance in between the exit of the monorail section. When the stent was removed, it was noted that one of the stent strut was jutting out. The physician used another promus stent and the procedure was completed. There were no complications reported and the patient is stable.

Manufacturer narrative:
(B)(6).